Event description:
Revision surgery - the pt had a dislocation of her original reverse shoulder prosthesis. The surgeon replaced the size 32-4 glenosphere and size 32 standard insert with a more stable size 36 neutral glenosphere and a size 36+4 semiconstrained liner. This added stability appeared suitable to intraoperatively.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 3.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product: ncmr # 20667 involved one part that was returned to the vendor for the taper angle being over tolerance. (B)(4). The root cause for the dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.